Event description:
It was reported that during a semi-open thoracic procedure for a right upper lobe sleeve resection, a grinding sound was heard after firing; and bleeding occurred when the device was released. The bleeding point was identified and sutured, and the surgery was completed successfully. There were no staples present on the proximal side pa stump. The doctor judged that the event was not due to a device defect, but rather to tissue changes after ici therapy (involvement of calcified tissue). Procedure time: 3 hours 46 minutes. Blood loss: 993 ml. The cartridge color was white. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026 b3: unknown d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? Did the patient require a transfusion? Could you please provide more details about the type of oozing? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.